Event description:
Patient had outpatient insertion of intrathecal pump and catheter on (B) (6) 2010. He was observed postoperatively and discharged home. The next day, when making follow up phone calls, the staff was told that the patient died during the night. No autopsy was performed.